Event description:
It was reported that there was a malfunction resulting in a failure to power up that could cause loss of mechanical ventilation. There was no patient involvement reported.

Manufacturer narrative:
The customer declined gehc service. No repair information available. Block a: no report of patient involvement. Legal manufacturer: (B)(4).